Event description:
It was reported that the catheter broke. No other information was provided. This medwatch is being filed based on the returned product investigation, which revealed a distal shaft separation that may have occurred in the patient. No patient injury was reported.